Event description:
It was observed that during the device evaluation, the subject device exhibited debris in the lg (light guide) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: debris in the lg lens. The most probable cause of the discovered damages is traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.